Event description:
It was reported that there was an infection at the implantable pulse generator (ipg) site that occurred post operatively. The implantable neurostimulator (ins) was explanted. It was noted that patient hospitalization occurred as a result of this event. No testing was done as a result of this event. It was unknown if there was a product issue. The manufacturing representative (rep) met the patient for the post-operative appointment. The rep team was not aware of the patients wound infection. It was noted that the dressing over the ipg was removed per clinician to find necrotic tissue along incision. The decision was made to remove the entire system. Additional information reported that a culture was taken but there were no results yet. There was an antibiotic treatment taken. It was noted that the patient was stable.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).